Event description:
Allegedly, primary investigator (pi) read blood results and looked at MRI, as well as symptomology. Pi determined that, due to patients elevated blood metal ions, subject could be diagnosed with altr - not requiring revision and should be seen again in one year. Additional information received from clinical on 06/11/2019. New MRI read calls a cyst or bronchitis fluid lateral to greater trochanters not consistent with altr.